Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2it was reported that the patient experienced generalized weakness. The right ventricular (rv) lead exhibited high impedance and oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.